Manufacturer narrative:
The ca2 reagent lot number and expiration date were not provided. The field service engineer (fse) found the rinse nozzle was overflowing into other reaction cells causing the test to be diluted. The vacuum at the rinse head was low; the fse cleaned and flushed various valves and adjusted the rinse levels to the proper height. Mechanical checks and precision testing were performed with no issues. The service actions resolved the issue.

Event description:
The initial reporter questioned low results for 6 patient samples tested for calcium gen. 2 (ca2) on a cobas 6000 c501 module. An example of discrepant results was provided for 1 patient sample. The initial result was approximately 6 mg/dl. The repeat result from a different c501 module was approximately 9 mg/dl. The questionable results were reported outside of the laboratory where they were questioned based on the difference between the patient¿s historical results; the results were also lower than the normal range. The repeat results were believed to be correct.